Event description:
The account alleged that the side rail will not latch. No pt impact.

Manufacturer narrative:
The account found the side rail center arm on the pt left side rail has been busted to where the lower pins will not push out to latch the side rail. The account replaced the pt left side rail center arm assembly to resolve the issue.